Manufacturer narrative:
The investigation into automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs reported issue that purge disc couldn't be detected was confirmed. During the visual inspection the purge disc flag was found to be broken. The root cause of the issue was a broken purge disc flag. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-23193. B5: included patient outcome and mso statement. D2: common device name. G1: reporting contact email.

Event description:
It was reported that the patient expired while on support. Per medical safety officer review use of the automated impella controller cannot conclusively be associated with the outcome.

Manufacturer narrative:
The console has been returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize or detect the purge disc. The aic was replaced. No patient harm has been reported.